Event description:
It was reported that there was a leakage in the anesthesia system and that the leakage test failed. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
No investigation of the anesthesia system has been performed by the field service engineer. The cause of the problem was determined through telephone conversation. Device logs have not been available for the further analysis of the issue. After cleaning the patient cassette apl/peep valve membrane, the issue was solved. As the issue was solved by cleaning, the most probable cause is that dirt, particles or dust had stuck on the membrane and caused that it did not seal properly. At the time when the decision was taken to report this issue the information about replaced part was unknown. The apl/peep valve limits the airway pressure to the level set by the operator. The apl/peep valve consists of a membrane in the patient cassette that is operated by the axis of the apl/peep valve coil. The axis is regulated into desired position based on the level set by the operator. A fault in the membrane will be detected during system checkout (sco). It is worth to notice that a sco should always be performed before connecting the anesthesia machine to a patient. The correction of field #d4 catalog # was required. This is based on the internal evaluation. #d4 catalog : previous catalog #: 6677200, corrected catalog #: 6888520.

Event description:
Manufacturer's reference #: (B)(4).